Event description:
Health care provider contacted dexcom technical support on behalf of trial patient on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Health care provider did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).